Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Reference mfg. Report no. 2015691-2019-04727 ; additional information: lot number and expiration date (d4) and device manufacture date (h4). Correction: model number (d4) per deco observation revealed leakage from the fine adjust knob and during flushing of the device, leakage was noted from the inflation port balloon shaft. The commander delivery system was returned to edwards for evaluation. During visual inspection, no visual damage/breakage/tear was observed on the balloon or delivery system. During pre-deco functional testing, the balloon inflated through the inflation port and leakage was seen coming from the fine adjust knob. The handle was disassembled and seal was present, the balloon shaft near the proximal end of the stop sleeve was seen to be twisted and damaged, nearly a full radial cut of the shaft was seen with the guidewire lumen exposed and the system was flushed and seen to be exiting the damaged portion of the balloon shaft. Dimensional testing ws not performed due to the nature of the complaint. Procedural cine was returned and reviewed. The cine shows the valve alignment, navigation of the device over the aortic arch to the moment of the system crossing over the native valve. There was no imaging available regarding the valve moving off the balloon or of the leakage been seen through the distal end of the system. Imaging shows the embolized non-expanded valve being snared and brought to the sheath. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, the balloon shafts are inspected to be free of any damage. The balloons during manufacturing and final inspection are 100% inspected for wall thickness and visual defects. Per procedure, during the balloon pleat, fold and forming process the balloon size is inspected. During final inspection, per procedure, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. Per procedure, the commander delivery system is 100% leak tested. In addition, after sterilization, the delivery system is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified per procedure. The verification includes visual inspection for physical defects or damage, the balloon burst pressure is tested. In addition, tensile testing is performed on balloon to nose tip bond, inflation balloon to crimp balloon bond and crimp balloon to balloon shaft bond. The work order can only be released if all units passed pv testing. These inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history was performed and revealed no other complaints related to this event. A review of the complaint history for edwards commander delivery system (all models and sizes) revealed no other product returned complaints for this event from january 2019 to december 2019. The review of complaint history revealed that the occurrence rate did not exceed the december 2019 control limit for the trend category. The IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on valve alignment. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, if additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. The fine adjustment wheel functions only when the balloon lock is locked and do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, and compression may be observed in the distal portion of the flex catheter during valve alignment, diving may be observed between the thv and flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only), if using the balloon catheter, push forward slightly and then continue pulling back until part of warning marker is visible, and if using the fine adjustment wheel reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. In addition, do not overflex the tracking over the aortic arch, to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel and ensure the edwards logo faces upward throughout flexing and tracking. No IFU or training deficiencies were identified. The complaint for was able to be confirmed. Visual inspection and functional testing were performed and confirmed that the delivery system does leak. However, no manufacturing nonconformance was identified. A review of lot history, DHR, and complaint history revealed to indication that a manufacturing nonconformance contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Upon further investigation, it was noticed that the source of the leak was not on the distal portion of the delivery system but from the handle. Handle was then disassembled and damaged was seen to have occurred on the balloon shaft proximal to the stop sleeve component. Fluid was flushed through the inflation port and leak did occurred at the damaged location. As there was no deairing difficulty when prepping the device, it is possible that the damage on the balloon catheter had happened during the procedure. When reviewing the imagery returned it was seen that the patient anatomy appeared to have some tortuosity which could make it more difficult for the delivery system to navigate through. As a result, it is possible that through the increased friction within the catheter when navigating to the native annulus, the physician may have excessively manipulated the delivery system. If the distal portion of the balloon shaft remains immobile (likely due to increase friction between flex shaft in tortuous setting) and the proximal portion is manipulated, twisting can occur leading to kinking and damage to be seen the balloon shaft. Results showed that although the balloon shaft crack was not able to be replicated, the failure mode is similar enough to support the possibility of excessive manipulation of the device leading to the occurrence of the complaint. In this case, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint events. However, a conclusive root cause is unable to be determined. No IFU/training/labeling inadequacies were identified during evaluation. The occurrence rate did not exceed the december 2019 trending control limit. No manufacturing non-conformances, labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment escalation is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our german affiliate, during deployment of a 23mm sapien3 valve in the aortic position, there was a balloon hole in the commander delivery system, which caused the valve to embolize into the aorta. A 2nd 23mm sapien 3 valve was implanted successfully. Patient is stable.